Event description:
Reporter reported that the rt125 breathing circuit inspiratory line was damaged. This defect was found during their incoming goods inspection. No patient consequence was reported.

Manufacturer narrative:
This is a malfunction that has been reported to fisher & paykel healthcare. The product is not sold in USA, but it is similar to a product which is sold in the USA. The device is expected to be returned to fisher & paykel healthcare. No information to date. Investigation still underway, no results to date. No conclusion can be made at this time.